Event description:
High pacing lead impedance was reported. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.